Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 12/22/2017. Device evaluation: the product was returned to the manufacturing site for evaluation. The plunger was fully advanced and locked as product preparation required. There was no assembly issues identified. All the component parts were correctly assembled and without damage. No viscoelastic residue was observed inside the cartridge. The lens was observed stuck in the cartridge tip and overridden by the pushrod. Therefore, the lens was not deployed. The pushrod broke the cartridge. The lens was removed from the cartridge and it was torn. However, based on the inspection performed, it was confirmed that the lens was torn by the pushrod since it over road the lens. In addition, the condition observed with the lens could be associated to no viscoelastic used in the product as required in the directions for use. This affected the lens to pass smoothly through the cartridge since it created resistance. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that there were no similar complaints received for the production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a pcb00 16.0 diopter intraocular lens (iol) split while being implanted into the patient's operative eye. No additional information was provided.